Manufacturer narrative:
The hakim peritoneal catheter (ID 823045) was returned for evaluation. Failure analysis - the catheters were visually inspected; no defects were found. The catheters were irrigated, no occlusions noted. The complaint is unconfirmed. Root cause analysis - no root cause for the issue reported by the customer could be determined as no defects could be found with the catheters. However, a possible root cause for the issue reported by the customer, could be due to catheter susceptible to kinking which could lead to an occlusion.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
This is 2 of 2 reports linked to mfg report numbers: 3013886523-2023-00305. A physician reported a certas valve (ID 828804) and a hakim peritoneal catheter (ID 823045) were implanted via lumbar peritoneal shunt on unknown date with unknown setting. On (B)(6) 2023, gait disorder was observed and obstruction was suspected. The valve and hakim catheter were removed and replaced on (B)(6) 2023. The patient recovered. According to information provided, it is unknown if the hakim catheter failed, however it was explanted.